Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they are having issues with the stimulator. Patient stated for the last 6 months or so they noticed their implant has been loose in the pocket site where it basically wiggles around. Patient stated it is now causing pain as of a few weeks ago. Patient specified that the pain is going down their leg and into their back. Patient stated they haven't tried turning stim off all together to see if this stops the pain, but has tried changing programs. Patient stated they have also been having accidents and leaking which started 3-4 months ago. Patient stated they have not experienced any falls or trauma. Patient stated they no longer have a doctor to manage their device. Troubleshooting was unable to be performed as patient was already familiar with how to make adjustments with handset. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.